Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. The helix/lobe was distorted/bent. The defibrillation conductor was also distorted. There was blood/body fluid (not obstructed) on the distal conductor. There was blood in/on the helix/lobe mechanism (sleeve head) and blood in/on the helix/lobe mechanism. The shaft seal was out of position. Visual analysis revealed the lead was damaged at implant.

Event description:
It was reported during the implant attempt the physician was not able to fully deploy the lead helix despite multiple attempts. The lead dislodged twice in the process. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.